Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider via novartis. The event escherichia infection was added to main event. The therapy status with baclofen was ongoing at the time of the report. The outcome of the escherichia infection was reported as completely recovered on an unknown date. The seriousness of the events were not reported. The event wound secretion was upgraded based on information provided in the source document. The event escherichia infection was upgraded based on nvs-ime list. The physician assessed the escherichia infection as suspected to treatment with baclofen. Novartis comment: in the context of temporality, device and implant related complications, the causality of the event wound secretion cannot be ruled out with the suspect drug, baclofen. Considering the infectious nature of the event with the bacteria and the fact that the drug does not affect the immunity of the patient, the event escherichia infection is considered to be unlikely due to the drug baclofen.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015, information was received from a healthcare professional (hcp) in a study via regarding a patient who was receiving baclofen 450.3 ug/day via an implantable pump for the treatment of muscle relaxant . On "(B)(6) 2013", the patient underwent insertion of an intrathecal baclofen pump. It was stated, "the patient kept would dry for 7 day". It was reported on (B)(6) 2013, the patient "presented with some discharge from the would of his recent baclofen pump insertion". Micro grew e. Coli sensitive to co-amoxiclav and suggested a full 6-week course of IV antibiotics as an inpatient and should complete a further 4-weeks of oral antibiotics in the community. The action taken with lioresal was reported as ongoing at the time of the report. The hcp reported the event as serious/medically significant. The patient completely recovered from the would secretion on an unknown date.